Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
(B) (4).

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.3 mmol/l and 12.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that, "the arthroplasty was revised due to tibial and patellar loosening. The tibial, femoral and patellar components were revised. The components were implanted in situ for 3.0 y." Reported devices were implanted in 2006 and explanted in 2009.